Manufacturer narrative:
It was reported that during a procedure of radiofrequency in a lumbar facet was impossible to do a treatment cause always appear a message in the screen: dispersive electrode disconnects. They checked the fuses, screw in a little bit and then with next patient worked ok. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a rfa procedure on (B)(6) 2025 a message was received stating the electrode disconnected. As such, the procedure was abandoned. Reportedly, there was no adverse patient consequence.